Event description:
(B)(4).

Manufacturer narrative:
The user facility reported that a third party contractor they hired to check air pressure differentials, air exchanges, and preform exposure monitoring found an open petcock valve on the facility's exhaust line allowing ethylene oxide to be exhausted into the sterilizer service room. The contractor stopped the leak by closing the petcock valve. There were no reported injuries as a result of this event. The petcock valve is used to empty water and debris that may have entered the exhaust line from outside sources so that the water and/or debris does not enter into the ethylene oxide sterilizer. The valve is attached to the exhaust line which runs from the service room to the outside of the building. The user facility concluded the valve was opened inadvertently by a facility employee as it sits at foot level along the facility exhaust line a few feet away form the steris ethylene oxide sterilizer. Steris had not serviced the equipment prior to the reported event. Steris has determined the cause of this event to be unrelated to the steris ethylene oxide sterilizer as the petcock valve left open is part of the user facility's exhaust line and is not part of the sterilizer.